Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose levels, with a reading of 40 mg/dl. The customer stated that she took too much insulin before bedtime. The customer stated that she often changes the basal rates on her own without consulting her doctor. However, the customer will be seeing her doctor next week. Nothing further was reported.